Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator received a single inappropriate shock while laughing. Data was sent and reviewed by boston scientifics technical services who confirmed system oversensing as the root cause of the inappropriate therapy. Ts confirmed an abrupt drop in signal amplitude and a change in morphology, as well as what appeared to be myopotential noise. The underlying heart rate appeared to have increased up to around 135 to 140 bpm after the signal change. The small amplitude signals lead to a loss of a qrs to t-wave ratios, at which time the device over detected and delivered a shock. Post shock signals reverted back to a larger amplitude and both qrs and sensing were then appropriate. During onsite isometrics, myopotential oversensing was reproducible in both the secondary and alternate vector thus the decision was made to leave programming in primary. Additionally, the ts consultant provided troubleshooting guidance to include x-ray imaging to verify system placement. No adverse patient effects were reported and to date, no system changes have been made.